Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a low power alert and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. Customer's blood glucose level was 212 mg/dl. Customer stated he is going to deliver a bolus to address blood glucose levels.